Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent a revision procedure for an unspecified reason. No additional information is available at this time.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent a revision procedure for an unspecified reason. No additional information is available at this time.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent a revision procedure for an unspecified reason. No additional information is available at this time.